Manufacturer narrative:
(B)(4). Complaint conclusion: the device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The detachment issue could not be confirmed without product return for analysis. The root cause of the issue or contributing factors could not be determined. The IFU instructs to verify the functionality of the microcoil delivery system before proceeding with microcoil placement. There was no evidence of a manufacturing issue related to the event; therefore no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during coil embolization of an internal iliac artery, a presidio (pc418083030/c27115) did not detach when the detach button was pressed, despite the fact that the green system ready light was illuminating and the audible signal was beeping. A pre-deployment electrical check had not been performed. Prior to the presidio, other coils had been successfully detached without an issue. The presidio was replaced with another coil to continue the procedure. The procedure was completed without a further issue or delay, using the same cable (ecb000182-00 / p10196) and unknown dcb. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times through the excelsior sl-10 microcatheter. No visible damages were noted on the product prior to or after the event. It was reported that the vessels were heavily calcified. The complaint product was discarded. No further information was available, including patient gender and age.